Event description:
It was reported that the sheath leaked blood from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The ablation portion of the procedure was completed normally, and a non-boston scientific mapping catheter was inserted into the sheath to perform a post map. Upon insertion of that catheter it was noticed that the faradrive sheath valve was leaking blood. The mapping was performed quickly, and then the catheter was withdrawn from the sheath. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress.

Event description:
It was reported that the sheath leaked blood from the valve. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The ablation portion of the procedure was completed normally, and a non-boston scientific mapping catheter was inserted into the sheath to perform a post map. Upon insertion of that catheter it was noticed that the faradrive sheath valve was leaking blood. The mapping was performed quickly, and then the catheter was withdrawn from the sheath. The procedure was completed with no patient complications. The device is expected to be returned for analysis.